Event description:
Related manufacturer number: 2017865-2022-02573. Related manufacturer number: 2017865-2022-02574. It was reported that the patient's pacemaker system became infected during an unrelated cardiac procedure. The system was removed and replaced. The patient was stable.